Event description:
It was reported that the calcar planer could not plane calcar. So, the surgeon stopped using the planer. Another instrument was used to plane the calcar.

Manufacturer narrative:
Review of device history records indicates the lot was manufactured and accepted into final stock on (B)(6) 2014. There have been no other events for the lot referenced. The device showed normal signs of use after being in the field for one year. The cutting edge was examined and found to be in good condition with no signs of significant wear or nicks. The event could not be confirmed. There was noting else remarkable about the appearance of the device. The investigation could not determine the root cause of the event as functional testing could not be performed as the event occurred in vivo and therefore could not be functionally duplicated. A visual inspection found the cutting edge to be in good condition with no signs of significant wear or nicks. There was noting else remarkable about the appearance of the device. There is no indication at this time that the design, materials, or manufacturing of the subject device contributed to the event. If additional information becomes available, this investigation will be reopened.

Event description:
It was reported that the calcar planer could not plane calcar. So, the surgeon stopped using the planer. Another instrument was used to plane the calcar.

Manufacturer narrative:
When completed, the evaluation summary will be submitted in a supplemental report.

Event description:
It was reported that the calcar planer could not plane calcar. So, the surgeon stopped using the planer. Another instrument was used to plane the calcar.